Event description:
On (B)(6) 2014, the lay user/ reporter contacted lifescan (lfs) in (B)(6) on behalf of the patient (her husband) alleging a onetouch verio iq meter was displaying inaccurately high results compared to his feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated on (B)(6) 2014, at 10:30pm. The patient tested his blood glucose on the subject and obtained a reading of ¿13.5mmol/l¿. The reporter stated the patient¿s normal blood glucose readings are between ¿8-9mmol/l¿ and he takes self-adjusting insulin to manage his diabetes. The reporter stated the patient administered 40 units of lantus insulin on (B)(6) 2014, at 10:30pm. The reporter stated about 3 hours later on (B)(6), 2014, at 1:30am, the patient developed symptoms of ¿shaky and sweaty¿ which he associated with low blood glucose. The reporter stated the patient had 4 tablets of glucose and began to feel better. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing and the patient¿s test strips were in good condition. However, a control solution test was not run at the time of troubleshooting since the reporter did not have control solution . Replacement products were sent to the patient. This complaint is being reported because the reporter claims due to the meter reading inaccurately, the patient administered an increased dose of insulin, developed symptoms suggestive of hypoglycemia and required treatment to prevent additional injury.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 ¿ (04/01/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (03/21/2014)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2014 and evaluated by product analysis (pa) on (B)(4) 2014 with the following finding: the test strip passed testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.